Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to customer¿s blood glucose. Reportedly, the infusion sets were changed to address the issue. Customer did not respond to attempts to obtain additional information.